Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It wa also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. The device was operating out of specification. Evaluation found the error to be caused by a failed motor (seizing). The failed motor assembly was replaced.